Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving a no delivery alarm and lost sensor alarm. Customer's blood glucose was 450 mg/dl. Troubleshooting was performed and customer was able to deliver a bolus after no delivery alarm. Customer was advised to call back should lost sensor alarm persist.